Event description:
It was reported by healthcare professional "the patient needed chemotherapeutic treatment and needed a PICC catheter. The PICC catheter was inserted in the catheter outpatient clinic of our hospital on (B)(6) 2021 the seventh thoracic vertebrae position at the tip of the catheter. The patient was last admitted to the hospital on (B)(6) 2021. The CT examination on october 17 showed that the PICC catheter was continuous and complete, and the catheter position was normal. The patient was discharged from hospital on october 23. The patient was admitted to the hospital on foot with his family at 11:39 on (B)(6) 2021 for the fourth course of faev chemotherapy. The patient did not complain of discomfort. There was a PICC catheter in the left upper arm, and the PICC catheter puncture point was slightly red and there was a little pus. Responsible for changing the dressing of the patient in accordance with the doctor¿s advice, the blood return of the catheter is good, the catheter is unobstructed, and the puncture point is covered with iodophor gauze. After the patient was given a dressing change, the office nurse arranged the patient to the radiology department for PICC catheter positioning. The result showed that the catheter was broken. After receiving the call from the radiology department for the report of the examination result, the nurse immediately informed the doctor and the intervention department after the consultation, he was transferred to the intervention department. The intervention department performed interventional surgery for the patient to remove the broken catheter from 19:06 on (B)(6) 2021 to 19:50 on (B)(6) 2021. The process went smoothly and the patient's vital signs were stable. "

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3255 showed two other similar product complaint(s) from this lot number.